Manufacturer narrative:
The reported pump stops, low speed events, and driveline fault alarms were confirmed based on the evaluation of the submitted log file from the system controller in use at the time of the event. These events occurred while connected to the power module, and appeared consistent to a potentially compromised wire in the percutaneous lead (lead). Furthermore, submitted x-rays displayed possible areas of concern in both internal and external portions of the driveline. A pump exchange was performed; however, the concerning portions of the lead were not returned. The suspected lead damage could not be confirmed. The evaluation of the lvad did not reveal any deposition within the pump. The lead was cut approximately 9.5 inches from the pump housing with the rest of the lead not returned. No damage to the outer silicone jacket was observed. Electrical continuity testing of the returned portion of the lead did not reveal any discontinuities or electrical shorts prior to removing the clear bionate layer. No damage to the bionate layer or the metal shielding was observed. Visual inspection of the wire within the lead found no fracture or breach. The lead was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that could have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Additional information: approximate age of device - 5 years, 1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented unresponsive (glasgow coma scale 8) to the emergency department (ed) on (B)(6) 2015 after having a syncopal event. It was also reported that upon device interrogation, there was one episode of a red heart/pump stoppage alarm after midnight and multiple driveline fault alarms when connected to a grounded power module patient cable. According to the information, the lvad seemed to function properly on battery power but was malfunctioning on ac power. The patient was intubated upon arrival to the ed secondary to altered mental status. The hospital personnel also reported that the patient fell out of her bed around midnight and injured her left arm and left knee. A log file and x-rays were submitted to the manufacturer for evaluation and low speed events with pump stoppages including driveline disconnect events were observed. Driveline fault alarms were also observed. X-rays of the driveline displayed possible areas of concern both internally and externally. On (B)(6) 2015, during an onsite driveline evaluation by the manufacturer's technical service team, it was reported that there were no open wires found when the phase interrupter tests were performed. The hospital personnel declined an external percutaneous lead replacement. A pump exchange was subsequently performed on (B)(6) 2015.